Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: malformed stapling occurred. On loading, a weird noise was heard, but since the green mark was visible, firing was done. Then, the malformed stapling was noticed. Fallen staples might remain in cavity. Bleeding under 200cc. Additional resection of less than 3cm of tissue was done. Additional manual suturing was done.

Manufacturer narrative:
(B)(4).